Event description:
It was reported by service report that the head end jack could not be pumped up. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported. See scanned page.